Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient (pt) reported their pain stimulator system was explanted because it didn't work.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Other medical products in use during the event include: brand name: tbd; product ID: 3708140 (serial: (B)(6); product type: 0191-extension; implant date: (B)(6) 2008; explant date: (B)(6) 2016. Brand name: specify; product ID: 39565-30 (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2008; explant date: (B)(6) 2016. Brand name: tbd; product ID: 3708140 (serial: (B)(6); product type: 0191-extension; implant date: (B)(6) 2008; explant date: (B)(6) 2016. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID 3708140 serial (B)(6) implanted: on (B)(6) 2008 explanted: (B)(6) 2016 product type extension product ID 39565-30 serial (B)(6) implanted: on (B)(6) 2008 explanted: on (B)(6) 2016 product type lead product ID 3708140 serial (B)(6) implanted: on (B)(6)2008 explanted: on (B)(6) 2016 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that all the system was taken out. The patient stated that the implant was still operational but didn¿t help them at all even after trying different programs. The patient explained that the device could never be programmed to help with their pain so it was removed with their first back operation. The device was working but wasn¿t for them. The patient noted they were with a pain clinic for 5 years on all kinds of drugs with no help they thought they should have.